Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2218-70, serial: (B)(4), batch: 7082152/7088703.

Event description:
It was reported that the patient developed an infection. The physician believed that the infection was not procedure related and it was unknown as to what caused it. The patient underwent explant procedure wherein all device components were explanted. No further information has been obtained despite good faith efforts.